Event description:
The facilty returned the device. During service testing,the baxter repair technician reported that the device undredelivered.the hospital rep stated taht there have been no reports of any patient incident involving this pump since the last baxter service event.